Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and completed the device evaluation. The unit was analyzed and was returned for failure analysis and the reported failure (error c-34 upon monopolar coagulation activation) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) installed new integrated electrosurgical unit (iesu) in accordance to isi procedures. The system is tested and verified for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the vision side system (vss) monopolar energy isn't working and they're getting and error. The technical support engineer (tse) reviewed the logs and found repeated error c-34. The customer hard power cycled the erbe and still having errors and swapped out the instrument and error persisted. Tse had the customer hook up a covidean valley lab bovie with the activation cable 371716 and now they're able to proceed with the case using the valley lab.